Event description:
On two separate pts on 8/2 and 8/3 icp transducer catheters were inserted. After positioning of catheter and during tightening of the compression cap on the bolt, the compression cap fractured.